Manufacturer narrative:
The company service representative examined the system and was unable to replicate the customer reported issue. The company representative completed system verification, and noted that the system functioned as intended during testing and during two subsequent procedures. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate an additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the system shut down by itself and presented camera instability during the cataract procedure. They completed the procedure with the same system and accessories. There was no patient harm.